Manufacturer narrative:
Remote support was provided, the device was evaluated with the customer. The battery was replaced resolving the issue. The device is confirmed to be fully functional and returned to service. Device remains at the customer site. Based on the information available, the cause of the reported problem was a potential component failure. The reported problem and the root cause could not be confirmed because the device was not returned for additional investigation.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device was showing power malfunction and general test fail. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.